Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with his sensor and blood glucose level readings. He needed his sensor replaced. Customer's blood glucose level was 30 mg/dl. The device was not returned.